Manufacturer narrative:
Additionally, a visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. H6 correction: type of investigation code 4101 added.

Event description:
It was reported that during the procedure, operator could not get the copilot to stop bleeding out of the back end. Another copilot was used to continue the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.